Event description:
The device was being used in the administration of a bier block in an upper extremity. At the point during which the crna was deflating the proximal cuff and inflating the distal cuff both cuffs lost pressure. This allowed the regional anesthetic agent to flow proximal to the cuff and for blood to flow distal to the cuff. The intervention needed was for a reexsanguination of the extremity, reapplication of a tourniquet cuff, and mild sedation given to the patientdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.